Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented via remote transmission showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended however physician elected to monitor the patient for further episodes instead. Device remains implanted.